Manufacturer narrative:
The device was returned to the manufacturer; however, thorough microscopic inspection revealed there was no inlay inside the lens case and no analysis could be performed. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze and vision decrease are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent uneventful implantation of the corneal inlay in the left eye on (B)(6) 2017. Two weeks postoperatively, the patient presented with minimal corneal haze at which time best corrected distance vision (bcdva) decreased from 20/20 (preoperatively) to 20/30. The patient was treated with topical steroids, but when the steroids were discontinued mild haze recurred. The patient's bcdva decreased to 20/80 before the inlay was explanted on (B)(6) 2017. At last examination several days post explant, bcdva improved to 20/50 and the corneal haze resolved.